Manufacturer narrative:
The complaint can be verified. The technical investigation showed that vibrator had a temporary electrical interruption. The interruption was caused by a broken cable/connector of the vibrator.

Event description:
Patient reported the vibration alert on the infusion device is defective. Insulin is being delivered via pen as patient's concerned boluses are not being delivered due to the defective alert. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.